Event description:
A customer reported that the reservoir of a folfusor elastomeric device leaked. This device was filled with fluorouracil. This event occurred during patient use, though no patient injury or medical intervention was in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Manufacture date june 4, 2013 - june 5, 2013. The sample was received for evaluation. A visual inspection confirmed the reported condition. The leak inside the housing was caused by a ruptured bladder. A microscopic examination further revealed markings on the bladder near the rupture line. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.